Event description:
A us distributor reported a battery charger will not power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (wont power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. There are no adverse events associated with the charger malfunction.